Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported by the user facility that a ngage nitinol stone extractor was discovered as faulty during an unknown procedure. No further information was provided.

Manufacturer narrative:
A review of the following was completed: manufacturing instruction, quality control, and specifications. The device was not returned and no photos were made available for evaluation. A lot number was not provided and no additional information was provided. Based on the provided information a definitive root cause cannot be established. We will continue to monitor for similar complaints.